Event description:
The customer reported via phone call that the insulin pump was broken during a lacrosse game. The customer stated that the damage was near the device's keypad. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Unit was received with a detached end cap. Unit was received with a cracked case. Unit was received with minor scratches on lcd window. Unit was received with a torn keypad overlay.